Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Device observed switching on automatically.